Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recent driveline trauma and rescue tape was applied in clinic. There was no evidence or symptoms of pump stops during interrogation. Log files were submitted and there was no indication of any driveline damage due to the absence of low speed and/or pump off events. It was noted that the ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the driveline was not able to be confirmed through this evaluation as no images were provided and the device remains in use. A specific cause for the reported damage could not be conclusively determined through this evaluation. It was reported that the patient had recent driveline trauma and rescue tape was applied in the clinic. The submitted log file contained events from (B)(6) 2023 ¿ (B)(6) 2023. The pump appeared to function as intended at the fixed speed throughout the duration of the file, and no notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported. The heartmate ii lvas instructions for use (IFU) and patient handbook provide driveline care instructions. The patient handbook instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.